Manufacturer narrative:
Continuation of d10: product ID neu_unknown_pump serial# unknown product type pump product ID neu_unknown_cath serial# unknown product type catheter product ID neu_unknown_cath serial# unknown product type catheter product ID neu_unknown_cath serial# unknown product type catheter product ID neu_unknown_pump serial# unknown product type pump product ID neu_unknown_pump serial# unknown product type pump product ID neu_unknown_pump serial# unknown product type pump product ID neu_unknown_pump serial# unknown product type pump product ID neu_unknown_pump serial# unknown product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_pump, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: neu_unknown_pump, serial/lot #: unknown; product ID: neu_unknown_pump, serial/lot #: unknown; product ID: neu_unknown_pump, serial/lot #: unknown. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of when the study began, as specific event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "intrathecal baclofen therapy in spinal cord injury: referral patterns, dosing trends, and long-term complications." The median intrathecal baclofen dose was 315 mcg/day and the patient's received intrathecal therapy between 2013-07-01 and 2023-07-01. The patient's adverse events/device issues included: 5. 2 patient's experienced flipped pumps. 6. 1 patient experienced a pump malfunction. 7. 4 patient's experienced catheter fractures. 8. 1 patient experienced catheter migration. 9. 9 patient's experienced catheter occlusions.